Manufacturer narrative:
For the last calibrations performed on (B)(6) 2021, the first calibrator level recovered slightly higher than expected. The second calibrator level recovered slightly lower than expected. Quality control data from 01-jun-2021 to 10-jun-2021 was ok. The investigation could not identify a product problem. The cause of the event could not be determined. No patient samples were available for investigation. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys pth immunoassay on a cobas 8000 e 801 module (serial number (B)(4)). No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a pth value of 12.1 pg/ml on (B)(6) 2021, which repeated as 7.95 pg/ml on (B)(6) 2021. The sample was repeated using an unknown chemiluminescence method, resulting in a value of 16 pg/ml on (B)(6) 2021. The second patient sample initially resulted in a pth value of 11.2 pg/ml on (B)(6) 2021, which repeated as 9.63 pg/ml on (B)(6) 2021. The sample was repeated using an unknown chemiluminescence method, resulting in a value of 15.40 pg/ml on (B)(6) 2021. The third patient sample initially resulted in a pth value of 4.65 pg/ml on (B)(6) 2021, which repeated as 3.88 pg/ml on (B)(6) 2021. The sample was repeated using an unknown chemiluminescence method, resulting in a value of 20.20 pg/ml on (B)(6) 2021. The fourth patient sample initially resulted in a pth value of 4.59 pg/ml on (B)(6) 2021, which repeated as 5.39 pg/ml on (B)(6) 2021. The sample was repeated using an unknown chemiluminescence method, resulting in a value of 18.20 pg/ml on (B)(6) 2021. The fifth patient sample initially resulted in a pth value of 6.81 pg/ml on (B)(6) 2021, which repeated as 6.11 pg/ml on (B)(6) 2021. The sample was repeated using an unknown chemiluminescence method, resulting in a value of 20.80 pg/ml on (B)(6) 2021.